Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 68mg/dl. The customer's levels had been as low as 31mg/dl. The customer states they treated with food and juice. The customer was assisted with basal rate change. The customer states they will be monitoring their blood glucose levels.